Event description:
The customer reported unit produced check vent alarm - backup speaker failed. There was no patient involvement. A remote service engineer (rse) spoke with the customer and determined code 1104 consistent with a backup alarm failure was logged. Customer cannot duplicate the alarm, logged one time. The rse suggested checking and cleaning connection between the power management (pm) pcba and central processing unit (cpu) looking for any corrosion. Reviewed suggested repair per the manual and advised possible cpu replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.